Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to recall the date/time the alleged issue first began. The patient claimed obtaining blood glucose readings of ¿400 and 380 mg/dl¿ with the subject device, which he felt were high compared to his feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient advised that he does not take any medication to manage his diabetes and he reported that he continued to follow his usual diabetes management regimen in response to the alleged issue. The patient stated that an unknown time after the alleged issue began, he developed symptoms of feeling ¿sweaty, dizzy and shakes.¿ the patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr walked the patient through a control solution test and the result obtained fell within the expected range, printed on the test strip vial. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining the alleged inaccurately high blood glucose readings on the subject meter.